Event description:
Received info stating that the customer's fill estimate was inaccurate. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.